Event description:
It was reported that during a device upgrade procedure, the right atrial lead exhibited an insulation abrasion. The lead was explanted and replaced without difficulty. The patient was in stable condition post procedure. The patient would be continue to be monitored.

Manufacturer narrative:
Final analysis found that a partial lead was returned. An insulation abrasion was noted at 11.7 cm to 11.8 cm from the distal tip. The abrasion was consistent with exposure to constant friction with another implantable device.